Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal fentanyl 692.4 mcg/ml at 319.75 mcg/day, clonidine 1,037.4 mcg/ml at 479.1 mcg/day, bupivacaine 33 mg/ml at 15.239 mg/day via an implantable pump for unknown indication for use. It was reported that the patient had volume discrepancies at refills and lack of efficacy. Two catheter dye studies were performed over the last two weeks and confirmed a functional catheter. Logs report were run and no negative events were found. Environmental/external/patient factors that may have led or contributed to the issue were listed as none. The pump was replaced and the issue resolved at the time of this report. Patient's weight and medical history were asked and made unknown.

Manufacturer narrative:
H3 analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.